Event description:
It was reported that 6 test units of frozen cord blood product were being thawed as part of a process validation. The storage bags of two of the six units, from different manufacturing lots, were observed to break starting from the seal area between bag bridges all the way to the bag surface. The customer did not supply pall with the actual lot numbers, only the batch lot numbers. Based on the shipment history, pall feels that the possible lot numbers are: lot #1053017 was manufactured on february 8, 2010 and has an expiration date of february 8, 2013. (B)(4). Lot #1053069 was manufactured on may 26, 2010 and has an expiration date of may 26, 2013. (B)(4). Lot #1053070 was manufactured on may 28, 2010 with an expiration dated of may 28, 2013. (B)(4).

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
This event is not an "adverse event", but rather a "product problem".unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.